Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they were having issues with bent cannulas. The customer's mother reported that they had high blood glucose of 420 mg/dl and 508 mg/dl with bent cannulas. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother also stated that they changed the infusion set to resolve the issue. The insulin pump will not be returned for analysis.